Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of rat tooth forceps was used to reposition the stent.

Event description:
It was reported to boston scientific corporation that an agile esophageal stent was implanted in the esophagus to treat an esophageal stricture during a stent fixation procedure performed on (B)(6) 2024. The patient's anatomy was not abnormally tight and was dilated prior to stent placement. During the procedure, the agile stent did not deploy properly. The proximal part deployed in a twisted manner and at an angle facing the esophageal wall. The stent was then repositioned using rat tooth forceps, and the procedure was completed. There were no patient complications reported as a result of this event.